Event description:
It was reported that the device has reached eri (elective replacement indicator) and that the device had rapid battery depletion. The device did not meet the customer¿s longevity expectation. It was noted that the estimated longevity in (B)(6) 2015 is less than a year and in (B)(6) 2015 the longevity estimation was 8.9 years. The battery voltage trend showed an abrupt drop in (B)(6) 2015. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. There was a higher than nominal device current drain during functional testing, however the failure disappeared during analysis. It was also noted that the battery voltage had dropped rapidly as battery voltage was 3.1 volts on (B)(6) 2015 and it dropped to 2.853 volts on (B)(6) 2015.

Manufacturer narrative:
Product event summary: the device was returned. Analysis of the device memory showed battery depletion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary : further analysis of the returned device indicated shorting/low impedance in the hybrid. Hybrid analysis containing the radio frequency module (rfm) from the returned device was subjected to a chamber at 85% humidity at a temperature of 85 c (85/85)for a 21 day period in attempt to reestablish the high cd condition. However, nominal cd was observed throughout. Physical analysis of the rfm was pursued which identified substrate cracks and evidence of a copper (cu)-bearing leakage from adt0 to vss. These findings are consistent with a current leakage path due to a resistive short in the rfm substrate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).